Manufacturer narrative:
Due to intra-operative breakage, the device was not implanted/explanted. (B)(6). Original part manufacturing location: (B)(4). Original part manufacturing date: february 20, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 20 hole recon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a mandible reconstruction on (B)(6) 2016 the matrixmandible plate broke off with minimal pressure while it was being shaped. The plate was replaced. No adverse event and no surgical prolongation have been reported. There was no patient harm. All broken off fragments were removed from the patient and the surgery was successfully completed. No information available about patient post-operative condition and outcome. Concomitant reported part: instrument to shape the plate (part/lot unknown, quantity 1). This complaint involves 1 part.

Manufacturer narrative:
A product investigation was performed. One (1) ti matrixmandible 20 hole recon-plate (part # 04.503.738, lot # 7258004) received. The plate was found broken between fifth (5) and sixth (6) hole. There are mechanical damages and scratches visible on plate's surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We have to assume that too high alternating mechanical loadings during bending procedure may have caused the breakage. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.